Manufacturer narrative:
(B)(4). Patients date of birth: (B)(6), 1936. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain and infection at the implant site and the patient was prescribed oral antibiotics (B)(6) 2012 (day not reported) and (B)(6) 2014 (day not reported). Subsequently, the device was explanted (B)(6), 2014. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, on (B)(6) 2014 the patient was administered general anesthesia to facilitate abutment removal and excise the excess skin. Subsequently the site was sutured closed. The implanted device remains. On the same date the patient was prescribed oral antibiotics (duration not reported) to alleviate crusting at the site. This report is filed december 9, 2014. Implanted device remains.